Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on the balloon. A 2.25 x 20 synergy ii drug-eluting stent was selected to treat the lesion. However, during unpacking, it was noted that the stent was partially off the stent delivery system and the device was not used. No patient complications were reported.